Manufacturer narrative:
On september 10, 2020, mentor became aware that the date of surgery is (B)(6) 2020. Hence, following fields have been updated on this form: is required intervention has been selected under section b; field b2 field d7 explantation date has been updated to (B)(6) 2020. Field h6 patient code "no code available" has been added. Field h6 method code has been updated to "device not returned." H6 patient code 3191: medical device removal. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number ip-00533382. On (B)(6) 2020, mentor became aware that patient experienced bilateral rupture confirmed via MRI. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number ip-00533382. It was reported that a (B)(6)-year-old female patient underwent revision breast augmentation with 500cc mentor memorygel breast implant and right side breast implant rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. On (B)(6) 2020, mentor became aware that patient experienced bilateral rupture confirmed via MRI. This supplemental report is for the patient¿s right-sided device.